Event description:
A certified ophthalmic technician reported poor infusion during a combined cataract and vitrectomy procedure; there was a delay of 90 seconds, then the infusion came back on. The case was able to be completed with the same system without patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Upon review of the file, the company clinical analyst stated: a video of the surgery was sent for review. The surgery being performed appeared to be a secondary iol (intraocular lens) implantation with scleral fixation of the haptic. Around 2:30 in the video, infusion was noted to have stopped as observed with the loss of pressure of the eye (corneal wrinkling, etc.), this condition lasted up to 4:09 where infusion spontaneously returned which gave the eye back its normal contour. The video ended with the iols haptic successfully mounted on the sclera (no fixation). No other additional details were provided except for this video. The event logs were reviewed and did not show that the system experienced a malfunction or failure or what the surgical settings were, etc. Aside from system factors, external factors such as infusion line kinking, etc. Could potentially contribute to the issue. A review of the system's event log for the date of the reported event, (b(4) 2013, revealed one procedure in which the iop (intraocular pressure) control was turned off after adjusting the infusion set pressure from 30mmhg (millimeters of mercury) to 45mmhg. The infusion set pressure was adjusted immediately following the closing of the diathermy/reflux form on the system. After iop control was turned off, the infusion pressure was adjusted from 35mmhg to 45mmhg then back down to 30mmhg. The event log appears to be consistent with the video provided; however, there were no abnormalities observed in the system's event log. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. A root cause cannot be determined conclusively. (B)(4).